Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and presented to the emergency room. An echocardiogram was performed, and right ventricular lead perforation and pericardial effusion was noted. The patient was brought into procedure and pericardiocentesis was performed. The lead was also explanted and replaced. The patient was recovering post procedure.